Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, " elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02154 / 02155).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to alleged pain and elevated metal ions. The head and cup were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to alleged pain and elevated metal ions. The head and cup were removed and replaced with competitor acetabular components and a biomet head. Additional information received from patient's legal counsel alleges swelling, inflammation, damage to surrounding bone/tissue, and lack of mobility and range of motion. During the revision, metallosis was noted around the hip implant. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report confirms the reason for the revision on (B)(6) 2013 was due to elevated metal ions and pain. During the revision, substantial scar tissue, yellow grayish-tinged fluid, metallosis coated entire internal aspect of hip, osteolysis, and minimal ingrowth on cup were noted.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to alleged pain and elevated metal ions. The head and cup were removed and replaced with competitor acetabular components and a biomet head. Additional information received from patient¿s legal counsel alleges swelling, inflammation, damage to surrounding bone/tissue, and lack of mobility and range of motion. During the revision, metallosis was noted around the hip implant. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay relevant laboratory testing and additional information surrounding the revision, which was unknown at the time of the initial medwatch.